Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4088 ml during drain 4 of 4 of the treatment. This drain volume is 204% the patient's prescribed fill volume of 2000 ml. The patient was issued another cycler. Upon follow up with the patient¿s pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available to be returned for analysis.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed that the front panel display touch screen was loose. There was a gap with the front panel bezel. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test failed. There was an intermittent failure with control valve #6 not closing (inflating). The internal inspection of the cycler showed that there were indications of dried fluid spots on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The 4 front panel assembly screws at the back of the display enclosure were tight. Mushroom head check passed.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4088 ml during drain 4 of 4 of the treatment. This drain volume is 204% the patient's prescribed fill volume of 2000 ml. The patient was issued another cycler. Upon follow up with the patient¿s pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.